Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. (B)(6). Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a defect on the surface, noticed after implantation. The lens remains implanted. No further detail was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, photographs were provided by the customer for evaluation. The picture shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyehance iol preloaded in a simplicity delivery system, model dib00. A scratch/crack like mark shape in the lens mid periphery can be observed near to the haptic-optic junction. Due to the scratch/crack marks location, there is a low probability for them to have visual impact on patient¿s visual function; however, the definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. Additional photograph of the suspect product were also evaluated. The photograph shows the handpiece module with the plunger rod observed to be fully advanced. A zoomed in view of what appears to be a plunger rod tip was evaluated. The plunger rod tip was observed to be bent. Since no product has been received, no further evaluation was performed. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.